Event description:
A vaxcel mini port was placed for therapeutic purposes on an unknown date. With the newly placed port, inflammation was noticed along the tract of the catheter where the catheter connects to the port and where it tracks along the skin under the skin into the vein. The port was used to continue treatment.